Event description:
It was reported via repair work order that the zoom handle was broken, and sharp edges were exposed as a result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.